Manufacturer narrative:
A device history record (DHR) review was performed and review of the sterilization records confirmed normal sterilization cycles for the products. The device met specifications prior to leaving abbott manufacturing facilities. The results of the investigation are inconclusive since the device was not returned for analysis.

Event description:
It was reported that the patient presented to the hospital with a pocket infection. It was noted that the patient had drainage from the implantation site. The physician explanted the entire system, including the pacemaker, the right ventricular lead, and the right atrial lead, and replaced it with a dual-chamber leadless pacemaker. The patient remained in stable condition.